Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow control valve was replaced.

Event description:
The hospital reported that, during a case, high positive end expiratory pressure was noted. The clinician reportedly switched to manual mode. There was no reported patient injury.